Event description:
It was reported a patient with 21mm 3300tfx aortic valve implanted for 7 years, 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis and severe aortic insufficiency. A 23mm 9750tfx replacement valve was implanted. Per the medical records: the patient presented with acute gib, cardiogenic shock, acute liver failure, acute respiratory failure, multiorgan failure. The patient was considered to be too high-risk for surgery and was transitioned to comfort care. On hospital day #48, ir performed a heroic salvage tavr and tmvr. During the procedure the patient decompensated and was placed on va-ECMO. Postoperatively the patient continued to decompensate with multiorgan failure and expired on pod #5.

Manufacturer narrative:
Corrected b5; on hospital day #48 the patient had a salvage operation not on day #4.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event is indeterminable, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient with 21mm aortic valve implanted for 7 years, 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis and severe aortic insufficiency. A 23mm 9750tfx replacement valve was implanted. Per the medical records: the patient presented with acute gib, cardiogenic shock, acute liver failure, acute respiratory failure, multiorgan failure. The patient was considered to be too high-risk for surgery and was transitioned to comfort care. On hospital day #4, ir performed a heroic salvage tavr and tmvr. During the procedure the patient decompensated and was placed on va-ECMO. Postoperatively the patient continued to decompensate with multiorgan failure and expired on pod #5. This patient is a (B)(6) female with a history of type ii diabetes, endocarditis-enterococcus faecalis (2012) severe ai and mr (2012), htn, osa.